Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed redness and pimples under the sensor patch. The patient had itching sensation and pain in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2022, the patient consulted a healthcare personnel (hcp) and was prescribed oral hydrocodone (unspecified dosage) to help relieve the pain from the skin reaction. At the time of the call, the patient stated the reaction area is healing and she¿s doing fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.